Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-16622-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events (previously it was blank). Section h1 was changed from malfunction to serious injury. Corrected information was provided in section d3 and e1 (telephone number). Section h6- health impact code was corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged cancer. There was no medical intervention required by the patient. The reported have caused cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on jan 07, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged cancer. There was no medical intervention required by the patient. The reported have caused cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer opieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · the sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had large pieces of sound abatement foam missing from the formation. · small piece of sound abatement foam was stuck to the top of the blower motor. Manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.